Event description:
The customer reported to olympus, the video system center had color had no image. The issue was found during installation of two new monitors. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. While speaking with the olympus technical assistance center (tac), the olympus sales representative reported that he was trying to install two new monitors. During installation, the sales representative was receiving color bars before, but not anymore. During troubleshooting, the tac technician informed the sales representative that the color bars on the monitors indicated that there was no signal on the line because the input was on the wrong signal. The issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, it is likely that the monitor showed no signal due to an incorrect input signal. Olympus will continue to monitor field performance for this device.